Event description:
It was reported that a skin reaction has occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on 03/23/2026, the patient experienced a skin reaction with pimples, pustules and infection at the needle puncture site. The patient was taken to the (ed) emergency department for an unrelated issue; however, emergency staff observed a skin reaction at the sensor needle puncture site and provided treatment. The patient was prescribed with unspecified oral antibiotic tablet. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).